Manufacturer narrative:
Results: the indigo system cat3 aspiration catheter (cat3) was fractured approximately 13.0 cm from the hub and ovalized approximately 61.0, 83.0, 126.0, 134.0, and 146.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured and ovalized. Ovalization damage typically occurs due to improper handling during use. If the cat3 is roughly handled during insertion into the patient, ovalization may occur. Any ovalization present on the cat3 may cause difficulty advancing a guidewire through the cat3. If the guidewire is forcefully manipulated against resistance inside the cat3, it may damage the cat3 shaft. Cat3 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter (cat3). During the procedure, while another manufacturer's guidewire was being re-advanced through the cat3 in order to maintain access and ballooning after the aspiration process, the cat3 was penetrated and split open. The physician removed the cat3 and the guidewire from the patient and completed the procedure using a new cat3 and a new guidewire. There was no report of an adverse effect to the patient.